Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found that the tubing line had broken off at the junction of the stressmember located next to the fillport. A portion of the broken tubing remained inside the solvent-bonded area of the stressmember. The cause of the broken tubing could not be determined; however the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a small volume folfusor broke during filling. The set was filled with sodium chloride (nacl). There was no patient involvement. No additional information is available.